Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
The patient questioned if the "defective" lead was going to be replaced. Follow-up attempts were unable to obtain additional specific information on the patient and the lead. The lead is still in use. No patient complications have been reported as a result of this event.